Event description:
It is reported the customer had problem with the calibration of the thickness of the cut. The proper adjustment caused the thickness of the sample to be larger. The customer suspected a problem related to the adjustment screw. The patient's incision was deeper then intended and required 12 stitches. No additional patient consequences were reported.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing and we await receipt of the product for analysis. Upon completion of the investigation, a final report will be submitted.

Event description:
The device doesn't function properly during surgery, as result 12 stitches taken on the patient. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the device does not function properly during surgery and caused 12 stitches to the patient. The customer returned an electric dermatome device, serial number (B)(4) for evaluation. The customer also returned a power supply, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) five times as documented in the vdoc service portal. The last repair was (B)(6) 2017 where it was reported that the plastic tip of the bare cord was found at the time of kit check and the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, control bar, thickness control shaft and lever were replaced. This is not a related issue. Medicrea has not previously repaired/evaluated electric dermatome power supply serial number (B)(4) as documented in the vdoc service portal. Initial qa inspection of the electric dermatome by medicrea on (B)(6) 2017 revealed that the engine was not compliant. The motor was operating at 7200 rpms instead of 6500. All of the input tests were compliant. Repair of the electric dermatome was not performed by medicrea since the customer would like the device destroyed and the return of all accessories. The reported event was confirmed since during the initial inspection by medicrea it was noted that the engine was not compliant. It was operating way above motor speed specifications. The root cause of the reported event was due to the motor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.